Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device was received with a broken tip. The broken tip remained in the screw (the screw was returned as well). The fracture breakage was analyzed. Most of the device presents the pattern of instantaneous zone (uniform fine grained texture), representing the final fracture zone (overload fracture). A review of the device history for the reported lot was performed. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing. In addition to this, also the following factors might have contributed to the event: - the device had experienced excessive use or force and became susceptible to breakage: the device was manufactured in june 2016, the event occurred in 2019. Therefore, the device was in use for more then three years. As mentioned in the cleaning and sterilization guide " stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device." The instrument was not examined for wear and tear before surgery. As reported in the complaint, the patient has a hard bone. Meaning that the screwdriver was subjected to high forces during its use. All these factors could have led to such an event. Therefore, this case is classified as a user related issue. If any further information is provided, the investigation report will be updated.

Event description:
During surgery using autofix for scaphoid fracture, the tip of the driver broke and buried into the screw head. The surgeon remove the screw and implanted the other new screw with the spare driver. The patient is young male and had very hard bone.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During surgery using autofix for scaphoid fracture, the tip of the driver broke and buried into the screw head. The surgeon remove the screw and implanted the other new screw with the spare driver. The patient is young male and had very hard bone.